Event description:
It was reported to the manufacturer that a patient who received radiofrequency ablation (rfa) to treat barrett's esophagus on (B)(6) 2014, presented to the hospital with melena two weeks post procedure. An upper endoscopy was performed which revealed bleeding in the are of previous esophageal ablation. This area was treated and the patient was admitted to the hospital for approx one week. In a follow-up visit, blood analysis of the patient was reported to be normal. No further info provided.

Manufacturer narrative:
Device was discarded by the account and therefore not returned for analysis. Should we obtain further info pertinent to this event, a follow-up report will be submitted. (B)(4).